Event description:
There was a lead revision done on this device due to dislodgement on (B)(6) 2012. The lead remains implanted and in service. Should additional information be received, this file will be updated.